Event description:
Multiple incidents related to recently placed shiley trach tubes malfunctioning. The cuffs are not holding pressure and slowly leaking out. Rt [respiratory therapy] has had to re-inflate the cuffs multiple times a day if not hours in some cases.